Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to an alert. It was determined that the right ventricular (rv) lead exhibited high sensing integrity counter (sic), an increase in non-sustained ventricular tachycardia (vt) episodes, a jump in rv lead impedance, and t-wave oversensing (twos). The physician suspected an rv lead fracture. An rv lead replacement procedure is pending. No patient complications have been reported as a result of this event.